Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that upon implant the pump reading initially appeared to be within normal limits, but by the first post-op day the readings did not reflect the pt's condition. The pt still required lots of inotropic and vasopressor support despite the lvad reading of 6 - 7 l/min of support. An echo was done on (B)(6) 2012 and revealed no flow through the inflow cannula. The pt was taken to the operating room on (B)(6) 2012 with the intention of a pump exchange, but the pt arrested on the table and an emergent initiation of peripheral ECMO commenced. He was supported on ECMO until he received a pump exchange on (B)(6) 2012. During the pump exchange, the outflow bend relief was found to be disconnected. The bend relief was re-engaged during the pump exchange.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. The outflow bend relief situation is being addressed through the MFR's corrective/preventative action sys and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.